Manufacturer narrative:
H.6. Investigation: no photo or sample was received with the customer's complaint of leakage. Without further information, the complaint cannot be verified and the root cause remains unknown. A device history record review could not be performed because a lot number was not provided by the customer.

Event description:
It was reported that bd ex set bi-fuse 7" micro 1cv rem con tubing was defective. The following information was provided by the initial reporter: I have now gotten multiple comments now about fluid leaking from the max zero connection site. It is not happening with spin collar luer connections, but rather with syringes that are being placed on the max zero bifuse.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Initial reporter state: address information was not able to be obtained, therefore, co was used as a place holder based off reporters area code. (B)(6).

Event description:
It was reported that bd ex set bi-fuse 7" micro 1cv rem con tubing was defective. The following information was provided by the initial reporter: I have now gotten multiple comments now about fluid leaking from the max zero connection site. It is not happening with spin collar luer connections, but rather with syringes that are being placed on the max zero bifuse.